Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4).

Event description:
User facility medwatch report received that states, "following screening cardiac catherization, pt was noted to have ischemia to the right lower extremity w/the right foot being cool to the touch and pulses being almost non-obtainable, although the pt had retained motor and sensory function. Angiography showed total occlusion of the right femoral artery w/question of long dissection of the right superficial femoral artery to knee. Thrombectomy performed. The closure device "star close" was stuck to the intimol layer and the lateral wall of the common femoral artery and further proximal to that; the entire intimol was disrupted and this area was occluded. Pt was transferred to ICU w/excellent palpable pulse in both posterior tibial as well as dorsulis pedis pretty much equal to the one on the left foot. History: severe aortic stenosis, hypertension, glaucoma." Customer reports source contacted and the following additional info was received. The operator of the device is trained in the use of the starclose se device. The product experience occurred after a diagnostic procedure. Reportedly, the pt was taken to the operating room for repair of the right femoral and popliteal arteries. No vessel dissection was identified only thrombus, which was removed via a thrombectomy. Hospitalization was extended several days. The starclose se device deployment was described as "smooth and uneventful." Additional info requested, but could not be provided.